Event description:
The balloon ruptured at 10atm. There was no difficulty removing the product from the packaging and no other damage to the product noted prior to use. The device prepped normally. Contrast media was unknown. Indeflator was a boston scientific. Same indeflator was used successfully with other devices. The target lesion was mid lad. The lesion was a de novo, moderately calcified and slightly tortuous. There was 99% stenosis. Pre-dilation with a bc (tazuna, 2.25/15mm) was conducted and then cypher (2.5/28mm: complaint product) was delivered to the target lesion. When the cypher was being inflated up to 10atm, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under cag and back-flow of blood into the inflation device. Therefore, the sds of the cypher was immediately retrieved from the patient and post-dilation was conducted with a bc (voyager nc, 2.5/20mm) to further dilate the cypher stent. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease (B)(6). The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.